Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was intubated in the emergency department and sent to the electronic intensive care unit (eicu). After admission, the patient was connected to a ventilator, and it was found that the patient's tidal volume was 100 ml (no air could be delivered) and the oxygen saturation was between 60 and 70. The anesthesiology department was called urgently to replace the tracheal tube. After pulling it out, it was found that the tracheal tube cuff would leak air.